Event description:
The customer has observed falsely high androstenedione results on patient samples on an immulite 2000 instrument using reagent lot 316. The falsely high results obtained on the patient samples for the androstenedione assay did not fit the clinical picture of the patients. It is unknown if the patient sample results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the falsely high androstenedione results.

Manufacturer narrative:
The cause of the falsely high androstenedione results on the patient samples is unknown. Siemens is investigating the issue.